Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that to clarify that it felt like the ins had inflated or moved, they just confirmed that was how it felt to them and that the machine was working and they could feel it, but it wasn't doing what it was supposed to do. Nothing had been determined, but they said that most likely something happened since that bad accident/fall they had. Sometimes, every day the stimulator would go like a big ball and it didn't hurt, but was weird. Their tailbone was in super bad pain and they couldn't sit on hard surfaces.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that patient had loss of therapeutic benefit. Caller reported they had a pretty severe fall back in august and ever since then, the stimulator is not working to reduce their symptoms. Patient stated they went to the hospital for a whole week and were in ICU and they suspect it impacted their stimulator. Patient said they have been through 4 programs and have increased stim to where they can feel the tingling sensation in the bike seat region but it's not helping their symptoms at all. And in fact, it's just getting worse and worse. Caller said sometimes they feel the stimulator and think it may have moved stating it used to never do that and it feels inflated and they are concerned. Patient mentioned they have an appointment with healthcare provider in february but they were told to call patient services (pss) to report the issue and see if there is anything else they can do. Agent reviewed general use of handset and how to change programs (potentially more programs to try 5-7). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.